Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for right side "pain", "changed shape", "done research that these implants cause certain strain of breast cancer, emotionally and physically in pain, in a mess, don't know what to do", "a more deep pain is happening and it feels as though it's in arm now also (pain) as well as bruising around the area that I was told was ruptured". The device remains implanted. Treatment: panadol. Patient reported "under arm and shoulder is now is pain".